Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that upstream occlusion through any testing methodology. Initial testing showed the upstream occlusion sensor was set to "off". Switched sensor to "on" and tested upstream and downstream occlusion tests with both passing. Delivery accuracy passes and both sensors calibrate. History review shows only one time there was an upstream occlusion and no other instances since or before. Unable to duplicate or confirm the issue reported of "upstream occlusion" hence no repairs were conducted to resolve it. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H4: manufacture date is not available based on the reported serial number. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not call an upstream occlusion during testing. There was no patient involvement.